Event description:
Huntleigh healthcare was informed that a paraplegic homecare patient had rec'd burns to his left foot from a pegasus airwave pump.

Manufacturer narrative:
Huntleigh healthcare was informed by the pt that the airwave pump and mattress replacement, purchased by the pt "as is" in 2005, was being used for a length of time with an alarm occurring and not functioning properly. With continued use of this system, the pt claimed the temperature of the airwave pump increased, and he subsequently developed 2nd and 3rd degree burns to the 3rd, 4th and 5th digits of the left foot during sleep as he was unaware of the temperature due to loss of sensation in this area secondary to paralysis. The pt was treated at a burn clinic where antibiotics and silvadene cream were prescribed . The pt also stated that he had to have the nail bed and a portion of his smallest toe removed due to infection. Upon huntleigh healthcare removing the system from the home for evaluation, it was noted that the face of the airwave pump was positioned on the inside of the foot board of the bed, facing the pt in bed. The pegasus airwave user manual illustrates that the appropriate positioning of the airwave pump on the bed foot board should be on the outside of the foot board with the face of the pump facing away from the pt in bed. The pegasus airwave pump and mattress were returned to the MFR for inspection and evaluation at which time the pump was found to be inoperative with no mattress inflation apparent. A temperature profile on the airwave pump casing was performed allowing the system to run continuously for 24 hrs. During this time period, the surface temperature of the airwave pump case did not rise above 87 degrees f. The medical literature documents that soft tissue is burned when exposed to temperatures above 115 degrees f; the extent of injury is dependent upon the surface temperature of the causative agent and the duration of contact. At this time, it is unknown by the pt how long the foot had been in contact with the airwave pump due to complete loss of sensation in his lower extremities, including the feet area, and was unaware the burn had occurred until bathing the following day. Huntleigh healthcare is of the opinion that the airwave pump was inappropriately positioned on the bed foot board as per MFR instructions and was improperly used with audible alarms continuing for a substantial length of time, resulting in an unfortunate adverse incident. Any additional info obtained will be submitted should it become available.